Manufacturer narrative:
Device evaluation: water was introduced into the device balloon and visually there is a small hole in the balloon where it is leaking. Visually under 10x magnification it looks like there is a small hole in the balloon. The edges of the hole are smooth and there is consistent wall thickness in the area of the hole. The device arrived still inside of the introducer and there are two sharp kinks one just before the introducer sheath and one just past the sheath. There is also another sharp kink where the strain relief is and another sharp kink in the bellows. Water was introduced through the device lumens and with acception to the balloon the water flows from where it should. There are no other defects detected with this device. These devices are visually and functionally tested 100% prior to packaging. A device history record review was completed and this device met all specifications upon distribution.

Event description:
It was reported by the md: today we had a coronary sinus catheter balloon rupture. The case was a mitral valve repair case where the balloon was inflated with 0.5 ml of saline and ruptured after approximately 20 mins of being on cardiopulmonary bypass. This was noticed when we were going to give the second dose of cardioplegia. The patient suffered no complications related to the catheter. After the case, the catheter was removed and a small puncture like whole was easily identified. At the time of the event, there was no chance of any needle causing the event as no ring sutures where in place.